Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 367 mg/dl. The customer stated that the reservoir is used and the leak is at the bottom of the reservoir. The customer stated that there is fluid in the reservoir compartment. The customer stated that there is no crack or splits in the barrel and all components are presents. The customer was advised that we would like to return the reservoir for analysis.